Event description:
Covidien received info stating that due to a malfunction of a pb540 ventilator the patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the fan. The unit passed performance verification testing.